Manufacturer narrative:
Based on the completed investigation, the malfunction occurred due to data error of the scope ID. The root cause of the reported malfunction could not be definitively determined; however, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, it was indicated that there was an e217- scope error due to data error of the scope ID. There was no patient involvement.